Manufacturer narrative:
Method: no sample received for eval and investigation. The lot number was not provided, so the lot and device history records could not be reviewed. Results: without the actual product or lot number, a complete analysis cannot be conducted. If additional info pertinent to this complaint or the sample is received, a f/u report will be filed.

Event description:
(Drug/diluent: bupivacaine), (fill volume: unk and flow rate: unk), (procedure: inguinal hernia repair), (cathplace: abdomen). Pt developed drug induced (B)(6) from bupivacaine from the pump. Date of event: unk.